Manufacturer narrative:
Final analysis found foreign material epoxy on the contact spring of the atrial port, which resulted in the atrial lead unable to be inserted.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in the operating room for right ventricular repositioning, the physician had removed the right atrial lead and right ventricular lead from the header and had difficulty re-inserting the right atrial lead. The device was removed and replaced without issues. The patient was in stable condition.